Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of questionable elecsys cea assay results for 1 patient sample tested on a cobas 8000 e 602 module. The initial cea result was 0.307 ng/ml and was reported outside of the laboratory. The result was questioned because it did not match the patient's clinical history. On (B)(6) 2019 the repeat cea result was 77.89 ng/ml. There was no allegation of an adverse event. The cea reagent lot number was 30953601 with an expiration date of 30-jun-2019. The investigation determined that the qc was acceptable and the recommended rack adapters were not used. The alarm trace showed a sample aspiration alarm around the time of the event. The investigation did not identify a product problem. The cause of the event could not be determined.